Event description:
It was reported, the patient experienced pain at the ipg site and the location was uncomfortable to her. The physician revised the ipg location. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.